Manufacturer narrative:
A steris service technician inspected the unit and found the hose at the facility water supply had separated from its connection. The unit remains out of service until repairs are made to the cabinet that was damaged from water. The technician measured the facility water pressure at 100 psig; a second reading was taken and evidenced 90 psig. The technician advised the user facility that their water pressure was out of specification. The equipment operator manual states (pp. 2-1): water requirements - pressure: "minimum - 40 psig, preferred 50-60 psig." The processor was installed on (B)(4) 2011 when the water pressure was in specification at 60 psig.

Event description:
The user facility reported that a water hose from a system 1e processor had disconnected, resulting in flooding in the room where it was located, into an adjacent hallway and into a nearby room. No injuries were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).